Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced oversensing which caused inappropriate therapy and inhibition of brady pacing. The device sensitivity was reprogrammed (made less sensitive) and no further inappropriate therapy/inhibition of pacing episodes have been reported.